Event description:
Customer called to report high blood glucose even after their infusion set was changed. Troubleshooting was performed. The lead screw rotated accurately but the insulin did not exit. A replacement was requested.